Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over and all medication could not be accessed. A technical support specialist found that the admission discharge transfer and epic had an issue. Tss advised to use global find or all available patient button to find patient with orders to resolve the issue. Tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient orders were not crossing over. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.